Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type lead.

Event description:
A prospective consumer reported having read horror stories online about the leads moving. She had no additional information. No symptoms were reported.